Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a sensor started notification became frozen on the pump screen and the customer was unable to clear it. Reportedly, the issue was resolved prior to contacting tandem technical support and insulin therapy was resumed. Customer's blood glucose was 419 mg/dl.